Event description:
Called in for hepatic embolization at 1200 midnight. Sos omni selection catheter opened for procedure. Catheter flushed no defects observed. Catheter loaded onto wire, after wire removed, contrast hand injection by physician. At some point during that time, physician noticed catheter was detached, leaving a piece of catheter in the celiac artery. At this point physician made multiple attempts with numerous snare catheters to remove the lodged piece but was unsuccessful. Power injection was made to determine if the piece was obstructing artery as well to identify any bleed. Decision made piece not obstructing. Decision made by surgeon not to take to surgery. After procedure was done incidental, finding of another fractured piece of catheter left in package. Catheter as well as packaging saved to be turned into risk management. Reason for use: liver mets - hepatic embolization.